Event description:
The manufacturer received information alleging a trilogy 100 ventilator failed pre-evaluation test due to the screen did not turn on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. During device evaluation, the ventilator failed initial power up. The device's power management board needed to be replaced address the issue. However, no repairs were completed because the device was scrapped.